Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that premature battery depletion was observed. Normal pacing outputs and impedances were noted. No shocks were reported by the patient. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event was confirmed. A longevity calculation was performed and the device was found to be outside of expected limits. The device's functionality was tested on the bench and on the automated system. No anomalies were found. The device was exposed to various temperature and humidity testing and found to be normal. The battery was returned to the vendor for further analysis. The vendor found an internal battery anomaly, which caused the reported premature battery depletion.